Event description:
The customer reported that the insulin pump alarmed motor error during a bolus delivery. The customer stated that the insulin pump had been exposed to an MRI earlier in the day. Troubleshooting was performed and the insulin pump failed the displacement test. The customer was advised to discontinue using the insulin pump and revert to a back up plan.

Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error due to an out of phase motor encoder signal.